Event description:
Olympus medical systems corp. (Omsc) was informed that during the procedure, when the bending section was angled, the dirt and blackening of the lens surface could not be removed. There was no report of patient injury associated with the event. The subject device had been reprocessed using end cleanse neo. The subject device was returned to omsc for evaluation. Omsc checked the subject device and found that the foreign material was attached around the nozzle due to insufficient cleaning.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. The manufacturing record was reviewed and found no irregularities. It was confirmed that white foreign material was attached to the nozzle area. The foreign material was collected and component analysis was performed. As a result, residue components of tap water (ca, mg) were detected. From this result, it was presumed that there might have been a lack of draining and drying work in the pipeline after reprocessing.